Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The cause of low bg was unknown. The customer received third party assistance from an ambulance, who provided glucose and the customer consumed carbohydrates to address bg. The customer also reported they fell as a result of the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.